Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (4.0mm cancellous bone screw fully threaded/24mm, part number 206.024, lot number 9618896). The reported screw broke between the screw head and the thread shaft. The broken shaft portion was left in the patient¿s bone and therefore, not available for investigation. Because of the damage, the complaint relevant dimensions of the screw cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with the manufacturing specifications. Microscopic examination of the returned screw portion shows a homogenous surface which indicates material conformity. Due to limited event information and without all involved parts, a root-cause could not be definitely determined. It is possible that the breakage is the result of a mechanical overload situation during use. Because of the damage, the complaint relevant dimensions cannot be checked. It was concluded that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient identifier and weight are unknown. Additional product codes for this report include hwc. (B)(4). The device broke intra-operatively and is not considered to have been implanted or explanted. Non-retained portion of the complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an anterior cruciate ligament (acl) procedure of the right knee on (B)(6) 2015. The surgeon used a 4.0mm cancellous screw with washer to support the acl graft and orthocord 2 suture in the tibia. During tightening of the screw, the screw broke. The distal portion of the broken device remains in the patient. The procedure was ultimately completed with a like product. A surgical delay of fifteen (15) to twenty (20) minutes was documented. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 19august2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Initial reporter phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.